Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation did not reproduce the reported symptom system error 105 alarms. Review of the event history log confirmed the reported symptom system error 105 alarms. The evaluation found that the device had severed motor mount screws, which is a known contributor to the reported symptom. The motor assembly and motor mount screws were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no patient injury.